Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a sigmoidectomy, the handle was set to shell, and the adapter was connected. At that time the display had no problem and the calibration was performed without problems. The procedure was started, as the handle was in sleep mode, the button was pressed or shaken, but there was no display and it was in a blackout state. On the spot, the countermeasures such as powered approach or removing from the shell and returning to the charger were performed, but the display did not recover and the handle also did not start up. Another handle was used on the spot and the procedure was completed without problems. The handle was checked after the procedure, however, when it was inserted into the charger, while the indicator on the charger side illuminated, the handle did not start up at all, and there was heat on the handle. There was no patient involvement.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Inspection and an alysis of the system logs showed that the system called for a piezo sound around the time the screen failed. A device-related causal link was confirmed. The most likely root cause was determined to be related to a device design error that is being addressed by a change development process. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.